Manufacturer narrative:
A ge service rep performed an on site investigation. The limit switch was cleaned and adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system table would not move side to side. No pt injury was reported.